Event description:
Customer reported problems with the air in line alarm on this 6060 pump. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for eval. Attempts have been made to obtain add'l info from the customer on this report. No add'l info has been obtained at this time.